Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular fibrillation event that resulted in an aborted shock. Over current detection (ocd) switched to a different vector and started charging. The patient then returned to sinus and device suspended the charging. Patient was stable after the aborted shock. On (B)(6) 2018 patient presented in clinic for a check. The right ventricular lead exhibited low high voltage lead impedance. Lead replacement was discussed. Ocd message was cleared in clinic. No intervention was performed due to unrelated medical issues. Patient was given a life vest.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the lead was replaced on (B)(6) 2018. Also, new information received on (B)(6) 2018 indicated lead fracture. No further information was reported.